Event description:
The customer reported that an lvp infused too fast; the bag was programmed for 20 hours, but when the nurse came back a short time later, the bag was already empty. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for eval.